Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys toxo igg immunoassay (toxoigg) on a cobas 8000 e 801 module (e801). The sample resulted with a toxoigg value of 52.5 iu/ml (reactive) when tested on the customer's e801 analyzer. The result was reported outside of the laboratory to the patient and was questioned by the patient. The sample was sent to a second laboratory, where it was tested with the liaison method, and it resulted as negative. The sample was also tested on either a cobas 6000 e 601 module (e601) or a cobas 8000 e 602 module (e602) at the second laboratory, where it resulted with a positive result. No adverse events were alleged. The serial number of the e801 analyzer used at the customer site is (B)(4). The serial number of the e601 or e602 analyzer used at the second site was requested but not provided.

Manufacturer narrative:
The customer¿s calibration data was within range. Qc recovery on the day of the event was within range. The patient sample was investigated by the manufacturer with the following results: elecsys toxo igg: reactive, neutralization assay: neutralizable, elecsys toxo igg avidity: high avidity, recomline blot toxo igg: reactive, elecsys toxo igm: non-reactive. These results support the positive result obtained by the customer. The reagent is performing according to specification.